Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. The insulin pump had bleeding on lcd glass. The insulin pump had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube window.

Event description:
It was reported that the insulin pump has an unresponsive keypad. Customer's blood glucose levels were not included in the report. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.